Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the meridian device. Treatment was 3/4's completed when pt exhibited signs of lethargy, restlessness and nausea. Hcp weighted pt and found pt to be below desired dry weight. Hcp administered 600cc normal saline and continued treatment, pt symptoms resolved. Hcp was aware pt would end treatment below desired dry wt, but opted not to supplement with additional fluids. Pt completed treatment without further problems. Dry weight was 0.3kg below the desired goal. Pt left the center feeling fine. Hcp reported no pt injury resulted and no medical intervention was necessary.